Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 585 mg/dl. The mother stated that the pump alarmed no delivery while they were on vacation. The customer stated that the alarm occurred during a bolus. The customer stated that the no delivery alarm was recurring. The customer stated that the alarm was resolved by a complete set change. The customer was unable to troubleshoot during time of call. The customer was advised to call back when the alarm occurs to troubleshoot.